Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported grasping issue and difficult to remove appears to be due patient morphology/pathology as the patient presented with a complex anatomy (rotated heart with sub valvular structure). The reported tissue damage appears to be due to the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught in the anatomy and tissue damage. It was reported this was a mitraclip procedure to treat grade 4+ mixed mitral regurgitation (mr). It was noted that the heart was rotated. The clip delivery system (cds) was advanced to the mitral valve; however, there was difficulty grasping the leaflet due to the rotated heart and the clip became caught on the subvalvular structures. Standard troubleshooting was performed, and the clip was freed; however, tissue damage was observed. The clip was implanted without further issue, reducing mr to grade 1-2+ no additional information was provided.